Manufacturer narrative:
(H3) the damaged humeral tray trial reported was likely the result of either unauthorized disassembly of the spring for cleaning or improper disassembly of the humeral liner trial from the humeral tray trial, which may have caused the lock spring to deform.

Manufacturer narrative:
Section h10: (d4) lot number: 288709015 section h11: the following sections have corrected information: (h3) the reported event, and the returned device, the damaged humeral tray trial reported was likely the result of either removing the spring for cleaning or improper disassembly of the humeral liner trial from the humeral tray trial, which may have caused the lock spring to deform. (H6) type of investigation: testing of actual/suspected device, investigation findings: stress problem identified, investigation conclusions: cause not established

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, on may 3rd a staff member from sterile processing found a wire that was protruding out of the inner rim of the preserve adapter tray trial. The sterilization department wanted to know if this was hazardous and if it had to be removed/inserted back in for cleaning. Staff ended up removing the wire for cleaning and found debris under the wire. On may 7th, it was confirmed that the wire is in fact a spring to help with keeping the inserts in place during trial reduction. However, the customer is sending the instrument back to exactech for investigation to ensure there is nothing damaged.